Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to noise on stored electrograms and short v-v intervals. The electrograms were consistent with an rv pace lead fracture. The lead was reprogrammed and remains inuse. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Right ventricular (rv) lead integrity warning on (B)(6) 2014 for high rate non-sustained tachycardia episodes and sic counts. Oversensing lead noise noted on high rate non-sustained tachycardia episodes. Sic count beginning (B)(6) 2014 is 100. Concomitant product: 5076-52 lead, implanted: (B)(6) 2003; 1258t st. Jude lead, implanted: (B)(6) 2014. (B)(4).